Manufacturer narrative:
Investigation summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1542672). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Additional information (B)(6) 2025: sales feedback cannot reach anyone at the clinic. The phone is not being answered. Called to the outpatient department, it is stated that there is no such person(here is reporter) and they do not know about the adverse event, and they are also unwilling to provide contact information for the management. This is a follow up report for this additional information.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a k-file m-access 25mm 010 broke during use. The broken part was retrieved but accidental trauma occurred. Further information requested.